Event description:
It was reported that shaft break occurred. The patient presented for a staged percutaneous coronary intervention (pci). The hazy target lesion was located in the non-tortuous and non-calcified previously stented obtuse marginal. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, the shaft of the balloon was fractured 6 inches from the hub. The device was pulled out and the procedure was successfully completed with a different device.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the device. At 14.7cm from the strain relief the hypotube was separated. Contrast was present in the inflation lumen and the folds of the tightly folded balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The patient presented for a staged percutaneous coronary intervention (pci). The hazy target lesion was located in the non-tortuous and non-calcified previously stented obtuse marginal. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, the shaft of the balloon was fractured 6 inches from the hub. The device was pulled out and the procedure was successfully completed with a different device.